Manufacturer narrative:
Corrected data: upon further review, it was determined that the event does not meet the criteria for lens damage and should not have been reported. Therefore, the event is no longer considered reportable, and no additional information will be provided under this manufacturer report number: 3012236936-2026-0000709. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Manufacturer narrative:
Section a2, a3a, a3b, a4, a5 and a6: not applicable, as there was no patient contact with the device. . Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information, a supplemental medwatch will be filed. Attempts were made to obtain missing information; however, the information has not available. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the multifocal toric intraocular lens (iol) had a malfunction. There was no patient contact with the device. It is unknown if there were any surgical interventions. The patient outcome status is unknown. No further information was provided.